Event description:
It was reported by a customer that on (B)(6) 2011, the fiber was damaged at the tip at 24,978 joules. Additional information reported by the customer was after the fiber was damaged the beam was not visible. There were no observations leading up to the event. The event did not cause any issues with the pt. There were no error codes that were displayed on the console when the event occurred.